Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer ref: 3008452825-2021-00056, 3008452825-2021-00073. Following the procedure approximately one hour later, a pericardial effusion was diagnosed via ultrasound. A pericardiocentesis was conducted and the patient was stabilized. There were no performance issues with any devices.